Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure the patient had a mild skin reaction. The lesion being treated in the index procedure was a 80% stenosed portion of the mid left anterior descending artery (mid lad). The physician treated the target lesion with pre-dilation and successful placement of a taxus liberte' 2.75x20mm drug eluting stent. Patient had stable angina on discharge assessment. There were no other reported complications. The patient was discharged the next day on aspirin and plavix. On the same day of the implant procedure the patient had a mild skin reaction which was resolved by medication. It was potentially related to contrast agent. In the opinion of the physician the relationship of the skin reaction to the taxus liberte' stent was unrelated. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.